Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that the gasket tore on the trocar and there was a pneumo leak. The case was completed using another trocar. There was no consequence to the pt.